Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 10:30pm. She alleged that she was traveling in a plane and during descent she was experiencing symptoms of low blood glucose. She reported she was experiencing symptoms feeling "clammy, out if it and non-responsive." Her daughter tested her on the subject meter at 10:30pm and observed a value of "32mg/dl." She attempted to give the patient glucose tablets but the patient was only able to take 1 tablet before she passed out. The patient manages her diabetes with humalog insulin through pump therapy and stated she had not made any changes to her usual diabetes management routine. She reported that the emergency medical team was contacted and she was tested on the hcp meter within just a few minutes and her blood glucose was "16 mg/dl." She was treated by the hcp with IV glucose at 11pm and regained consciousness shortly afterwards. Her blood glucose was tested again using the hcp's meter and she was at "136 mg/dl." The patient claimed she was taken to the hospital and was recently released on (B)(6) 2012. While in the hospital the patient claimed she was tested on the subject meter and she reported a value of "574 mg/dl" and the hospital meter read "464 mg/dl." Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <= 30% and/or <= 30 mg/dl. She reported that also she underwent triple bypass heart surgery while in the hospital. The patient could not recall what her earlier readings were during the day of the alleged issue and stated the last time she tested prior to the onset of her symptoms was at 8pm, (2 ½ hrs earlier) just before her supper. She stated the result was "normal" but could not recall the result obtained, she stated she administered the required amount of insulin for the result and for her meal (chicken salad). At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure. The subject test strips were in stored correctly and unexpired. A control solution test was not performed since the patient did not have any control solution available. Replacement products were sent to the patient. Although the result on the subject meter correlated to her symptoms as well as the form of hcp treatment, this complaint is being reported on the basis of the earlier reading taken at approximately 8pm which she stated was a "normal" blood glucose result, for which she administered insulin and as a result, developed symptoms of severe hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/20/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. Test strips not involved with this complaint (lot 3292148) were returned and evaluated by product analysis on (B)(6) 2012 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (7/20/2012)-device evaluation: the retain test strips were tested and they passed testing with no faults found.